Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to strong magnetic field such as MRI. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump failed the displacement test; followed by a35 alarm during rewind and e70 error alarms found in the alarm history file due to motor encoder signal out of phase. Unable to verify motor error alarms also, unable to perform functional testing including basic occlusion, occlusion, prime, excessive no delivery or a21 error test due to a35 alarms. The insulin pump was received with cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratched lcd window.